Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported they could not get a charge on their ins for almost a year, since 2016, and therapy has not been on for about 6 months. The battery depleted because he could not charge. The patient met with the representative on (B)(6) 2017 and she walked patient through a trickle charge to restart the ins. The representative showed the patient how to restart the ins and the patient was able to charge the ins and it was working and the patient was charging correctly currently and the ins was almost completely charged. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having recharging issues since implant. The patient stated ¿it worked good for a while¿ but now it gets intermittent poor coupling when recharging. A replacement recharger antenna was sent to see if this would resolve the poor coupling. The patient stated they have an appointment with a healthcare professional (hcp) on the 5th to check the device. No patient complications were reported as a result of this event.